Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end and is part of the affected population documented in field action # isifa2024-09 grip cables. A representative image of a frayed grip cable is attached to characterize the failure mode identified during failure analysis. The failure mode investigation for the affected population is documented in pir2024-009, and corrective and preventive actions are detailed in capa1034101. Intuitive is implementing updated product with an intent to reduce cable failure rates as communicated in customer letter 5556045-01. The instrument was found to have localized melting near the grip base. This failure is most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint regarding frayed cables was confirmed by failure analysis.